Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. The event history log did not show any errors. During the functional testing, the customer reported problem was able to be confirmed. The pump displayed a "system failure - force sensor test" during an onboarding test. The force sensor was recalibrated. A device serial number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a force sensor system failure. There was no patient involvement, no patient injury was reported.